Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, incorrect labeling occurred. The liberte 3.5x20mm bare metal stent was opened; it was noted that the stent inside the box was a different size than prescribed on the box. Another stent was used to complete the procedure, and this stent was not taken out of the protective coil.